Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment an internal blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 100cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set-up. Sample has been requested.

Manufacturer narrative:
The reported complaint is a confirmed fiber leak due to nine short fibers found on the cavity ID end of the sample. The short fibers were observed on the circumference of the fiber bundle at approximately one hundred and ninety degrees (with the dialysate port situated at zero degrees). The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the cavity ID end potting cut surface. Removal of the fiber bundle and subsequent isolation of the leak confirmed the leak to originate from nine short fibers. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.